Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that chemo leak found to be coming from proximal clave on port line where clave meets the line. Chemo dc'd and port line removed. Able to flush with blood return but still leaking at clave site. No other information provided, at this time.